Event description:
It was reported that the device exhibited episodes of non-sustained lead noise due to possible myopotential oversensing. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).